Event description:
It was reported that using a brachial artery access approach and a 5 fr guide catheter during a procedure of the circumflex artery, the 8 x 60 x 120 cm xpert stent delivery system (sds) was inserted, but met resistance and could not advance in the guide catheter. The sds was removed separately from the guide catheter with some resistance noted but without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.